Event description:
Follow up information reported that the primary site of the infection was unknown. It was noted that the patient¿s physician did obtain cultures from both incisions (the site of the implantable neurostimulator battery pocket and the lead site) but the culture results were unknown. It was reported that the patient did recover without sequelae. If additional information is received, a follow up report will be sent. See also manufacturer¿s report # 3004209178-2014-12705 for patient¿s other device issue.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient developed an infection following a lead revision ¿a few weeks¿ prior to report (see event 700649516 ¿ these events are not related). It was noted on day of the call the patient went to the ER and then directly to their health care provider (hcp). It was noted the patient¿s hcp determined ¿it¿ was infected and all their components were explanted. It was noted after the lead revision the patient had asked their hcp how soon they could go swimming after revision and hcp suspects patient may have gone swimming too soon after their lead revision however this was not confirmed. It was reported the hcp is unsure if they will re-implant or not. Suspected symptoms were reported to have been redness and pain.